Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against mbt cem keel tib tray sz2 (lot-3387766), however a related hit was found against the smartset gmv 40g us eo (lot-3436364). DHR was conducted with 2 unrelated non conformances found on this batch. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/17/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According the medical records prior to being revised the patient was experiencing pain. Upon revision a large synovitis with purulent fluid was encountered upon entering the knee joint. Also noted, the cement mantle under the tibial implant was found to be cracked. Lot information and the doi are being updated. There is no new information that would change the existing MDR decision. The complaint was updated on: 07/09/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a loose tibial component. Loosening occurred at the bone/cement and cement/implant interfaces. Cement was manufactured by depuy.

Manufacturer narrative:
Conclusion and justification status for MDR: update august 27, 2015: received patient medical records and x-rays. The provided medical records were reviewed and from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The provided x-rays were reviewed and no evidence was found indicative of a device nonconformance. The investigation could not verify or identify any product contribution to the reported event with the new information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.